Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection. Concurrent conditions included ovarian cyst, menstrual flow excessive, genital warts, polycystic ovary, nabothian cyst, vaginitis and tooth infection. Concomitant products included desogestrel;ethinylestradiol (desogen) from (B)(6) 2011 to (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (procedure used to remove your essure: bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: confirmed that the essure device was successfully occluded. Total bilateral occlusion fallopian tubes were occluded. Ultrasound scan on (B)(6) 2013: I. A/v normal appearing uterus with essure coils seen in place. The endometrium measures .8cm. Cervix is nml. Unremarkable lov, rov complex cyst-2.1cm, most likely represents a hemorrhagic dominant follicle, vascular ring seen around it. Trace free fluid seen in posterior cds. Impression: r ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Device category changed from device other event to incident. Event pelvic pain make serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection. Concurrent conditions included ovarian cyst, menstrual flow excessive, genital warts, polycystic ovary, nabothian cyst, vaginitis and tooth infection. Concomitant products included desogestrel; ethinylestradiol (desogen) from (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (procedure used to remove your essure: bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vulvovaginal candidiasis had resolved and the vaginal haemorrhage, vaginal infection, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: she received treatment for events pain and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that the essure device was successfully occluded. Total bilateral occlusion fallopian tubes were occluded.. Ultrasound scan - on (B)(6) 2013: I. A/v normal appearing uterus with essure coils seen in place. The endometrium measures .8cm. Cervix is nml. Unremarkable lov, rov complex cyst-2.1cm, most likely represents a hemorrhagic dominant follicle, vascular ring seen around it. Trace free fluid seen in posterior cds. Impression: r ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added events post procedural complication, candida vaginosis. Outcome of events dysmenorrhoea, candida vaginosis, pelvic pain, menorrhagia was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.